Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia, with glucose levels around 250 mg/dl and a peak of 285 mg/dl for several hours despite meal announcements and an attempted correction via a meal announcement without food intake; the user reported no visible issues with the contact detach 23" infusion set and was advised to change supplies. Symptoms included hyperglycemia with no reported ketone testing, no loss of consciousness, and no diabetic ketoacidosis. Outcomes included device alerts for prolonged high glucose, no use of backup therapy, no medical intervention, no assistance required, and subsequent resolution with glucose trending down to 75 mg/dl. Investigation included customer counseling, product troubleshooting, and review of use conditions related to infusion set integrity and insulin delivery. Investigation of this case revealed no confirmed device or component malfunction and no evidence of infusion set failure, with the event consistent with hyperglycemia of unclear cause possibly related to user therapy actions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.